Manufacturer narrative:
It was asked that the concentrator be returned to invacare for inspection, but the caller refused. Attempts to obtain additional information were unsuccessful. Based on the inspection findings provided by the maintenance director, an overheating event seems to have occurred. However, the findings do not support the allegation that there was a sustained burning (fire) within the device. The maintenance director did not identify damage to any exterior components, so the overheating event appears to have been contained within the concentrator's shroud. This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. If additional information becomes available, a supplemental record will be filed.

Event description:
A maintenance director at a facility reported that the irc5po2v concentrator was dropped off at his department with a note that the unit caught on fire. He was not aware if there were any flames or just smoke. He advised that there were no apparent injuries. Upon inspection of the device, he discovered that there was black soot through the upper tubing and a hole in one of the tubes that attaches to the top of the left sieve bed. Also, the bibs on the sieve bed caps were melted.